Manufacturer narrative:
Follow-up #1: date of submission 09/013/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/22/2016 with the following findings: a review of the pump¿s black box revealed evidence of unexplained pump reboots. The pump powered on with the returned battery cap. The battery cap was unable to fully tighten. The battery cap was within specification. The battery compartment was found to be cracked in the thread area, and the below the grip pad. The pump was exercised with the returned battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. An intermittent power event was not duplicated during investigation. The pump case was removed and there was no evidence of moisture or loose components inside the pump. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was reported the battery compartment was damaged and the pump lost power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.